Event description:
Pt had total hip arthroplasty in early 2003, revision surgery performed after 35 months, due to broken stem/neck pin in late 2005.

Manufacturer narrative:
Add'l implants explanted: neck, med 47.5, cat# 220410, lot# 300, mfg. 7/18/02, exp. 7/31/07; 28mm head, cat# 302800, lot# 238, mfg. 2/26/02, exp. 2/28/02. Note: became aware of this revision in 2008.